Event description:
Boston scientific crm received information that this atrial lead was previously abandoned due to a conductor fracture caused by suture sleeve tie down. The lead could not be repaired, and therefore remained surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.